Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a 13-year-old female child patient faced a blockage at the site and experienced hig ketone levels. No further information was available.